Event description:
Reported by patient as "leaking access port".

Event description:
Follow up findings from the physician's office note that "the pt's original port was not explanted, the leak was noted in the bladder of the band."